Event description:
During a right total hip replacement the battery powered stryker reciprocating saw expelled a black oily substance. The substance sprayed onto the right femur area of the pt and onto 2 mayo trays. There was a 30 min. Extension of the case and anesthesia time. Pt treatment: irrigation of exposed area with 3000 cc ns with simpulse and 2000 cc antibiotic solution. Infection control notified. Pt will be monitored for infection. Pt has no adverse reaction to date.